Event description:
Bilateral capsular fibrosis and granulomatous response to silicone-filled breast prostheses, requiring removal of implants. No evidence of leakage was found, but there was extensive granulomatous inflammation and fibrosis, apparently a pt reaction to the surface of the device. Hyperplastic right axillary lymph nodes contained silicone granulomas. (*)